Event description:
The infusion pump was incorrectly programmed by the clinician. The infusion pump was to be programmed to administer a 500 ml lipid solution at 21 ml/hr. After approx. 2 hours the pump was alarming that the infusion was complete and the pump was displaying an infusion rate of 215 ml/hr. The infusion was stopped and no medical intervention was reported. Approx. 4 hrs later the pt expired, however, the pt's physician did not attribute the pt's death to the incident. The pt was 92 years old with aspiratory pneumonia, chronic renal failure, and copd. It was reported that two infusion pumps were in the room at the time, however it is not known which was utilized for the lipid infusion.